Manufacturer narrative:
D9: updated device receipt information. H6: updated codes. H10: the device, used in treatment, was returned for evaluation. A visual inspection reported no defects. The functional evaluation reported that, after a 2 hour test, no overheating inside the pump was detected and the device performed within the normal range, therefore, we could not establish a relationship between the device and the reported event and no fault was found. During operation, the devices temperature will naturally increase. Please refer to the IFU which details information regarding the optimum operating temperature. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during negative pressure wound therapy, a renasys touch non connect 4th ed device was observed to be overheated. Treatment was resumed, without any delay, with a smith & nephew back-up device. Patient was not injured as consequence of this problem.